Event description:
It was reported that the foley tray was not used because the syringe did not contain any fluid. The catheter was also noted to be missing. Additionally, the gloves were noted at the bottom of the tray instead of on the top. No medical intervention was reported.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The product family for this foley trays product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the foley trays product ifus are found to be adequate based on past reviews.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley tray was not used because the syringe did not contain any fluid. The catheter was also noted to be missing. Additionally, the gloves were noted at the bottom of the tray instead of on the top. No medical intervention was reported.